Event description:
The customer reported the architect i2000sr wash zone ground strap was corroded and were scheduled to be replaced by service. No incident or injury were associated with this issue.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). After further review it has been determined that this complaint is a duplicate of (B)(4). And is no longer associated with the correction and removal 1628664-7/24/09-001-c. The final investigation will be documented in 1628664-2009-00334. This is the final report.